Manufacturer narrative:
The field service engineer (fse) examined the instrument and noted the alignment for pipettor z was high and corrected pipettor z (height alignments) at the reagent carousel, sample carousel, wash station, and reaction vessel (rv) dispense positions. The fse adjusted the transducer tip displacement voltage from 7.3 vdc to 6.00 vdc per specification. The fse also replaced the aspirate probe peristaltic pump tubing. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to operation. All related medwatch reports associated with this incident: 2122870-2013-00523, 2122870-2013-00524, 2122870-2013-00525.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, for three patients, on three separate days, involving the access 2 immunoassay system utilized in conjunction with the access accutni assay and calibrator. Subsequent analyses of the patients¿ samples, on an alternate access system and another methodology, produced lower results within the normal reference range for all three patients. The erroneous results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. System check and quality control (qc) recovery were within the laboratory¿s acceptable range prior to and after the event. There were no system errors in the event log during testing. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report three of three referencing the patient on the event date noted.